Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure the subject flow diverting stent was implanted. Few days post procedure, patient came with visual disorders with blurry vision and loss of vision acuity on left eye. According to the site, this adverse event has possible relationship to the procedure and unlikely relationship to the subject flow diverting stent. No additional information available.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no unexpected medical intervention. There was no surgical delay mentioned and there was no prolonged hospitalization. Additional information received on 27-jun-2023 stated that "the cec members have adjudicated this adverse event as not related to study device." While there are a number of potential causes for the reported issue, because the reported issue is unknown/unclear and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure the subject flow diverting stent was implanted. Few days post procedure, patient came with visual disorders with blurry vision and loss of vision acuity on left eye. According to the site, this adverse event has possible relationship to the procedure and unlikely relationship to the subject flow diverting stent. No additional information available. Update: received additional information on 27-jun-2023 stated that "the cec members have adjudicated this adverse event as not related to study device. There was no clinical consequence to the patient reported as a result of this event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. D1 product long description - corrected. D4 catalog # - corrected. D4 lot# - corrected. Gtin - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no unexpected medical intervention. There was no surgical delay mentioned and there was no prolonged hospitalization. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of ¿patient complications¿.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure the subject flow diverting stent was implanted. Few days post procedure, patient came with visual disorders with blurry vision and loss of vision acuity on left eye. According to the site, this adverse event has possible relationship to the procedure and unlikely relationship to the subject flow diverting stent. No additional information available.